Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly

Event description:
Olympus was informed that there is an image fault with s7 and s7 pro camera heads when using the visera elite video system center. Faulty connector or card. The customer reported problem was found when connecting before use. Another similar device was used to perform the intended procedure. No death, injury or harm was reported.

Manufacturer narrative:
Correction to d9 and h3, the subject device was not returned and therefore not evaluated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event could not be confirmed, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.